Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 89mg/dl at the time of the incident. The customer reported that her blood glucose was she was at 230mg/dl and her threshold suspend was cutting off her basals. Currently her blood glucose is 277mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Also blood glucose was 257mg/dl. Insulin delivery was suspended due to sensor glucose value of 80. Threshold suspend limit in sensor settings was 80. The customer declined to trouble shoot for high blood glucose. The sensor will be returned for analysis.